Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zcb00 intraocular lens (iol) with a imtec30 cartridge, a thread could be seen in the eye. The thread was removed from the eye and placed in the supplied packaging (blue circle). The customer assumes that the thread comes from the plastic, since it was not foreseeable. Reportedly, there was no patient injury. This report is for the 1mtec30 cartridge.

Manufacturer narrative:
The cartridge was not returned to the manufacturer for evaluation. The thread was returned and sent to contract laboratory for analysis. According to a report by the contract lab, the thread was analyzed using fourier transform infrared (ftir) spectroscopy which revealed that it was consistent with a polyester (pcdt) fiber material. A manufacturing record review (mrr) was performed and the cartridges was manufactured according to specification. The cartridges were visually inspected for defects such as marks (cracks or stress marks are not allowed), bubbles, flash, melting, particles, roughness, dent, and bent tip or smash condition. No protruded particles were accepted on the interior surface of the tube and loading zone. There are no discrepancies or defects found during the mrr that are related to the possible causes identified for the complaint type reported. A search on complaints revealed no other complaints were received for this order number to date. There are no manufacturing issues and or indication of a product quality deficiency based on the manufacturing record review and the evaluation performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. It states to inspect the cartridge tray before each use. Based on the investigation, the origin of the thread cannot be determined. All pertinent information available to abbott medical optics has been submitted.